Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was inadvertently cut. The physician had difficulty removing the cut lead. Another lead was implanted. This right atrial (ra) lead was surgically abandoned. No adverse patient effects were reported.